Event description:
It was reported that the user unintentionally initiated the fill tubing function while still connected via the infusion set and tubing, delivering an estimated 41.6 units of insulin through the tube component with glucose decreasing from approximately 180 mg/dl to readings as low as 42 mg/dl by continuous glucose monitor (cgm) and 49 mg/dl by fingerstick, followed by a guided full supply change to safely resume delivery. Symptoms included hypoglycemia with diaphoresis consistent with hypoglycemia. Outcomes included the need for oral carbohydrate treatment, specifically orange juice, until glucose stabilized. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem with no device problem found, characterized as an improper procedure involving the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.